Event description:
The customer reported that the device had been in use during a long prostatectomy procedure and then the device stopped working. Red lights were observed and alarms were heard by the surgical team. The device was then removed from the surgical field and the device was cleaned. During the cleaning process, a piece of the waveguide disengaged from the device. No part of the waveguide disengaged into the pt cavity. Another ultrasonic dissector was needed for the successful completion of the procedure.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.